Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized with hyperglycemia, and it was alleged the insulin delivery of the infusion device is inaccurate. He received treatment of an insulin injection. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.